Manufacturer narrative:
As reported, hydrosurg irrigator leaked fluid from bottom of battery housing. Based on the information provided, no conclusions can be made. The subject device has been discarded. Without the sample a root cause or most probable root cause for the reported fluid leak can be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october, 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - sample discarded.

Event description:
As reported, during set up of a laparoscopic cholecystectomy, the hydro-surg irrigation device was noticed to be leaking fluid at the bottom of the battery compartment. Another device was used for completing the procedure. There was no patient harm as a result.